Event description:
It was reported that it was noticed during the pre-surgical setup that the red handle on the stylus was missing. They had another stylus available. There was no delay in the case. It was noticed during the pre-surgical setup that the femoral impactor tip was cracked. We had another impactor available. No delay in the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "it was reported that it was noticed during the pre-surgical setup that the red handle on the stylus was missing. They had another stylus available. There was no delay in the case. It was noticed during the pre-surgical setup that the femoral impactor tip was cracked. We had another impactor available. No delay in the case". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the red setting dial assembly was not returned for evaluation. Device had signs of usage and no other anomaly was noted on its surface. Based on the evidence provided, the part may had broken and posteriorly got missing. However, without concrete evidence or further information, it is not possible to determine a definitive root cause. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune adj tib stylus would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.